Manufacturer narrative:
Main investigation conclusion: the reported event of exposed wires in the system controller power leads was not confirmed. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days (30apr2021 ¿ 06may2021 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. Provided information stated that the system controller was exchanged and then discarded. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 16mar2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-02627. It was reported that a no external power alarm occurred. The patient reported their power went out in his house on (B)(6) 2021 and the patient also reported exposed wires in their controller cables. The patient's controller was exchanged and discarded. A review of the log files found low voltage/no external power events on (B)(6) 2021 0612 and (B)(6) 2021 1715 while the device was connected to the mobile power unit (mpu). In both instances, there was a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu.